Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up, multiple inappropriate mode switch episodes due to far r-wave oversensing were observed. The patient was asymptomatic. Programming changes were made. The patient was stable and will continue to be monitored.